Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the arm on (B)(6) 2021. The patient stated she had itching, a rash, redness, pimples, and pustules. The reaction started where the patch had been but spread to the whole body, so she sought medical attention. She tried using cortisone cream alone but when that did not help, she was prescribed an antihistamine for 14 days and apolar 0.1% hydrocortisone cream. These have helped and the skin reaction started to go away after a few days. There was no documentation of medical intervention. A photograph was provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.